Manufacturer narrative:
Follow-up # 1 - the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during meter testing. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred on an unspecified date during (B)(6) 2015. The patient could not recall any specific blood glucose values which were obtained but stated that the subject meter read higher than a onetouch ultra2 meter in tests performed within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results, and did not make any changes to this regimen as a result of the alleged product issue. The patient stated that an unknown period of time after the alleged issue occurred they developed the symptoms of "sweating, dizzy and shaking," and as a result they self-treated by consuming a glucose tablet. No medical intervention was sought due to the alleged issue. At the time of troubleshooting the csr noted that the results which were obtained from the same drop of blood. The unit of measure was set correctly and the results were taken from an approved sample site. The patient's products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the patient's testing technique was incorrect, thus invalidating the alleged high subject meter result, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.